Event description:
It was reported that cardiac tamponade occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment of the closure device, patient became hypotensive and pericardial effusion was noted via transesophageal echocardiogram (tee). A cardiac tamponade occurred and a pericardiocentesis was performed. Blood was successfully aspirated out of the pericardium and pressures stabilized. Once patient was stable, device met criteria and was released. A perforation was not confirmed, but the feet of the device were noted to be in a position that looked as though they perforated the back wall. Patient continued to remain stable post procedure. Patient was discharged.